Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626160, 626209) inserted for female sterilisation. The patient's past medical history included multigravida. Concurrent conditions included ovarian cyst (left), dizziness, headache and morbid obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: expiration date of essure- left (B)(6) 2009. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Lot number added. Historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626160, 626209) inserted for female sterilisation. The patient's past medical history included multigravida. Concurrent conditions included ovarian cyst (left), dizziness, headache and morbid obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: expiration date of essure- left (B)(6)2009, right- (B)(6)2009. Lot number: 626160 man date: oct- 2007 exp date: sept-2009. Lot number: 626209 man date: nov-2007 exp date: oct- 2009. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 626160, 626209) inserted for female sterilisation. The patient's past medical history included multigravida. Concurrent conditions included ovarian cyst (left), dizziness, headache, morbid obesity, vaginal discharge and vaginitis chlamydial. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: expiration date of essure- left sep-2009, right- oct-2009. Lot number: 626160 man date: oct- 2007 exp date: sept-2009. Lot number: 626209 man date: nov-2007 exp date: oct- 2009 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: summons received- essure insertion date was added and company drug code was changed. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hydrosalpinx ('lef fallopian tube hydrosalpinx') in an adult female patient who had essure (ess205) (batch no. 626160, 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included ovarian cyst (left), dizziness, headache, morbid obesity, vaginal discharge and vaginitis chlamydial. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headache"), depression ("depression"), anxiety ("anxiety") and ovarian cyst ("right ovary benign simple cyst"). The patient was treated with surgery (to remove the essure implant/left fallopian tube salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hydrosalpinx, abdominal pain lower, vaginal discharge, migraine, headache, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, headache, hydrosalpinx, migraine, ovarian cyst, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: expiration date of essure- left (B)(6) 2009, right- (B)(6) 2009. Discrepancy noted essure insertion date: (B)(6) 2008 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: cyst, right ovary, cystectomy: fragments of benign simple cyst. Fallopian tube, left salpingectomy: hydrosalpinx. Lot number: 626160 man date: oct- 2007 exp date: sept-2009. Lot number: 626209 man date: nov-2007 exp date: oct- 2009. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received-new reporter, lab data, medical history, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hydrosalpinx ('lef fallopian tube hydrosalpinx') in an adult female patient who had essure (ess205) (batch no. 626160, 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included ovarian cyst (left), dizziness, headache, morbid obesity, vaginal discharge and vaginitis chlamydial. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headache"), depression ("depression"), anxiety ("anxiety") and ovarian cyst ("right ovary benign simple cyst"). The patient was treated with surgery (to remove the essure implant/left fallopian tube salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hydrosalpinx, abdominal pain lower, vaginal discharge, migraine, headache, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, headache, hydrosalpinx, migraine, ovarian cyst, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: expiration date of essure- left (B)(6) 2009, right (B)(6) 2009. Discrepancy noted essure insertion date: (B)(6) 2008 and (B)(6) 2007. Lot number: 626160 man date: oct- 2007 exp date: sept-2009. Lot number: 626209 man date: nov-2007 exp date: oct- 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events- vaginal discharge, migraine, headache, depression, anxiety, benign ovary cyst and left fallopian tube hydrosalpinx were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.